Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of a ruptured abdominal aortic aneurysm approx 1 month ago. Aneurysm morphology was not reported. The aorta was 24mm in diameter. It was reported that the pt had a ruptured abdominal aortic aneurysm and was not treated until 3 to 4 days later, upon presenting emergently. The pt had lot approx 3 to 4 l of blood intra-abdominally due to the rupture. The aneurx bifurcated stent graft and the contralateral limb were implanted successfully; however, because of the length of the contralateral limb device, which was the only device available at the time of the implant, the physician needed to partially cover the left hypogastric artery. Post-operative angiography showed no endoleaks or extravasation. It was reported that the pt had a heart attack either the same day or the next day as the implantation of the stent graft system and then expired. Attempts to obtain additional information concerning the pt's heart attack and death have been unsuccessful.

Manufacturer narrative:
Results: death. Information about the heart attack and death not provided. Conclusion: information about the heart attack and death not provided.